Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited sensing anomaly; the pace/sense portion of the lead was capped and replaced. No patient symptoms were reported.